Event description:
It was reported that the implant at tooth location #16 perforated the sinus and had to be removed. Infection was also reported. Symptoms as a result of the event: pain, abscess.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was returned attached to an abutment. The abutment was identified as item 54. No apparent malfunction was identified with the implant that would contribute to the reported events. Implant matched prints where measured. No allegations were reported against the returned abutment. The abutment has signs of use only. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2022061268. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022061268 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are patient factors and improper techniques. Therefore, based on the available information, device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.